Event description:
Device malfunction: suture ripped. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly the "suture ripped". The device was removed and a second proglide was used to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.